Manufacturer narrative:
The edwards sapien xt transcatheter heart valve (thv) systems are indicated for use in pediatric and adult patients with a dysfunctional, non-compliant right ventricular outflow tract (rvot) conduit with a clinical indication for intervention and pulmonary regurgitation >= moderate and/or mean rvot gradient >= 35 mmhg. Per the instructions for use (IFU) cardiovascular injury including perforation or dissection of vessels, ventricle, myocardium or valvular structures that may require intervention and bleeding are potential risks associated with the overall procedure. The training manual cautions the physician to maintain guidewire position in the pulmonary artery during valve alignment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results indicate the pulmonary artery perforation was caused by the lunderquist guidewire while the edwards valve and delivery system were on the guidewire . The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through clinical trial, during procedure with a 26mm sapien xt, a guidewire was inserted into the distal left pulmonary artery to stabilize the delivery system. This guidewire caused a perforation of the left pulmonary artery resulting in a large amount of bleeding into the endotracheal tube. This was successfully treated with a covered stent implantation. The right ventricular outflow tract was pre-stented using a covered cheatham-platinum stent and then the edward sapien xt valve was implanted within the stent without complication. At the end of the case, hemoptysis was noted. Selective angiography in the left lower pulmonary artery revealed perforation of this vessel likely related to the lunderquist wire. Although the bleeding slowed down, there was persistent bleeding seen angiographically and it was elected to exclude this area with covered graftmaster stents. We initially planted a 3.5 mm x 19 mm covered stent, but could not get full opposition of the stent proximally, so placed an additional 4 mm x 26 mm graftmaster stent within the previously placed stent extending proximally. This fully excluded the perforation and there were no complications related to this. At the end of the case, it was elected to extubate the patient and he was admitted to the cvtu.